Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patient experienced pain and the implantable pulse generator had eroded. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7085031 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7084810 UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in block e1.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patient experienced pain and the implantable pulse generator had eroded. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.